Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The facility rep states the legs of the lifts will move when weight is in the sling.